Event description:
During use for a cardiopulmonary bypass procedure, the pump stopped when the pump roller cover was tapped. The procedure was concluded without incident. There was no adverse consequence to the patient as a result of this event.